Manufacturer narrative:
Adverse event: international medical device regulators forum (imdrf) adverse event reporting. Health effect clinical code: no clinical signs, symptoms or conditions. Health effect impact code: no health consequences or impact. Medical device problem code: failure to disconnect. Component code: access port. Type of investigation: testing of actual/suspected device. Investigation findings:maintenance problem identified. Investigation conclusions: unintended use error caused or contributed to event.

Event description:
Pentax medical was made aware of an event on (B)(6) 2020, pentax medical received a service notification repair request for "brush stuck/broken in channel" involving the pentax medical video gastroscope model eg29-i10, serial number (B)(4). The user reported the issue occurred during reprocessing. No further information was provided at the time of the report. The reporter responded via email to a good faith effort attempt on 11-dec-2020 and stated that the stuck brush during reprocessing was a "double ended valve and channel combo kit #1008-c per their gastro intestinal source." The customer owned endoscope was returned for evaluation on 11-dec-2020. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician confirmed the customer's complaint as well as documenting the following additional findings on 14-dec-2020: broken accessory blocking biopsy t-piece, passed dry leak test, suction tube resistance, passed wet leak test, side body cover missing pentax name plate. The device underwent repairs including the following components: o-rings and seals, suction channel lg, biopsy inlet t-piece pb-free, pentax plate for side body cover. Instructions for use(IFU), includes the following warning section 2-1-3, 3) "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. Pentax medical model eg29-i10, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 29-may-2017. The endoscope was delivered to the customer on 22-dec-2020 under delivery order (B)(4).